Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5: 510k is unknown.

Event description:
It was reported the device exhibited a downward occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a bubbled dso and scratched lens. The tamper seal was missing. Review of the event history log (ehl) showed a downstream occlusion alarm. A functional test and occlusion pressure test were performed and the reported issue was duplicated. The occlusion was too low. As a result, the dso sensor was calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.